Event description:
The complainant reported that an impella in aorta alarm appeared during impella 5.5 support. Positioning was verified to be correct and support continued without interruption. There was no patient harm. Upon receipt of the device, a detached cannula and inflow cage were identified. The cannula was noted to be detached from the motor housing with a tear in the delo glue joint being evident.

Manufacturer narrative:
The impella 5.5 was returned for evaluation. No clinical details were provided on when the cannula detachment occurred. The root cause of the product damage could not be definitively determined as no clinical details were provided at time of damage occurring.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Optical signal issue: upon visual inspection, no damage to the catheter was observed. Pump passed laser continuity testing and all optical parameters were within normal limits. Data logs were reviewed, and "impella in aorta" alarms were occurring intermittently during support. No hard failures of the optical sensor were observed in the returned data logs. Clinical details confirm that pump was in proper position at time of alarms at beginning of case. The root cause of the optical signal issue was most likely patient condition related as no issues were found with the optical sensor on the returned pump and clinical details confirmed that it was a false "position in aorta" alarm. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated for optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-29146. D10 concomitant medical products and therapy dates.